Event description:
It was reported that approximately 16 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was detected between the bifurcated and aortic extension. The physician treated the patient with two additional aortic extensions, which resolved the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and adequate imaging studies available for this review. Product use was found to be incongruent with the IFU and might have contributed to the reported event due to: left common iliac artery was greater than 23 mm in diameter (5.9 cm) and, had a greater than 90 degree angulation. Cautionary product use that might have been a contributing factor were: the ruptured state of the aneurysm at index; and, the proximal extension was two sizes larger in diameter than the bifurcated stent. There was substantiating evidence of: total stent collapse of the bifurcated stent at two months post index, partial thrombus of the aortic extension and bifurcated stent at eight months post index, and a progressive component separation that resulted in a complete disjointing without an endoleak. The endoleak type iiia could not be confirmed. The secondary procedure was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely related to the patient's anatomy and condition, and incorrect device sizing selection.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.